Manufacturer narrative:
Please retract this report 2017865-2013-04906 the same issue was reported as 2017865-2013-04776.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly, low impedance and poor sensing. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.